Event description:
A customer reported falsely elevated duplicate troponin I results for several patients. Repeat testing of samples gave expected values. Elevated results of this magnitude reported to a physician might lead to cardiac catheterization. There was no report of patient harm as a result of this event.